Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) pump due to malposition. Upon dissection of the pump, fluid was found around the pump. The physician was unclear if the area was infected so the physician replaced the pump. The patient will return to the office for activation. A patient outcome of fully recovered was reported after being treated for urinary incontinence.